Event description:
This 56-yr-old female underwent a bam with silicone gel breast implants in 1965 with replacements in 1972. The MFR of the implants is not known as the procedure was performed at another facility. The pt presents with signs and symptoms of capsular contractures. Gross exam: both silicone gel implants are ruptured with large defect on each. The right and left breast capsules show dense fibrous connective tissue with foreign body response to suture material, amorphous acellular material consistent with silicone, and focal calcification.